Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative, infection, and allergic reaction." This report is number 5 of 10 mdrs filed for the same event (reference 1825034-2014-00583 & 03402 / 03403 & 03405 / 03411).

Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty on an unknown date in 2007. It was further reported patient underwent a revision procedure on an unknown date in (B)(6) 2008. Subsequently, patient was revised on the right side on (B)(6) 2009 due to infection. It was further reported patient underwent a radical debridement procedure on (B)(6) 2009 due to infection.